Event description:
It was reported that handpiece has broken leadscrew nut. Delay of less than 30 minutes and no patient injuries reported. Back-up device was available and used to complete procedure.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The exterior condition shows moderate wear (scratches), during visual inspection. The snap lock nut was found to be broken. The connector side strain relief shows excess silicone on cable. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.